Manufacturer narrative:
Initial

Event description:
It was reported that the ilet wake/sleep button was intermittently unresponsive, observed by the user prior to contacting support and reproduced as responsive during a guided test, with possible impact from skin oils while the device was worn on bare skin; the issue aligns with an unresponsive key/button and involves the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, despite the reported wake button unresponsiveness associated with the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was not established.